Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the line that fell out. This was observed during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b5, d9, d10, h3, h4, h6(update codes), h11 b5: it was further informed that the device leaked from the connection point between the flow restrictor and the administration tube set has separated. The device was filled with 243ml fluorouracil (5-fu) and saline as the diluent. H4: the lot was manufactured between april 25-26, 2025. H11: the device was received for evaluation. Visual inspection on the returned sample showed that the tubing line was completely detached from the solvent-bonded area of the luer. Examination on the tubing shows no evidence of solvent on the tubing which resulted in detachment of tubing. The reported condition was verified. The cause of the issue was due to assembly error during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to g3: date received by MFR - the correct g3 date for the initial MDR was 02/23/2026 (previously reported as 01/29/2026). Should additional relevant information become available, a supplemental report will be submitted.